Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was noted and a balloon aortic valvuloplasty (bav) was performed. The pvl improved. Four days post implant complete heart block (chb) was noted and a subsequent permanent pacemaker was implanted. Eight days following the valve implant the patient had a witnessed collapse and was brought to the emergency department with ventricular fibrillation and was unable to resuscitate. An autopsy was performed, however the results have not been provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.